Event description:
Physio-control evaluated the device and found that it would not power on ac or battery power. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed power pcb assembly and determined the cause of the reported failure to be an open trace somewhere between two capacitors, designators c25 and c4.